Event description:
It was reported that the percutaneous lead was secured with rescue tape prior to the placement of the clamshell repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the percutaneous lead separation at the distal end bend relief can be confirmed based on the submitted images and the onsite evaluation by an abbott representative. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) outlines indications of driveline damage as well as how to respond to such events. The patient handbook instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had percutaneous lead separation at the distal end bend relief. A clamshell repair kit was installed on (B)(6) 2021.